Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had cracked at retainer ring and battery compartment. Customer stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.